Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.

Event description:
Customer reports about a blood leak after 8 minutes into treatment. Patient lost no blood and no medical intervention needed. Treatment blood rate: 180 ml/min.